Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was observed. Pressurized leak testing of the customer samples was performed and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tubing leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood splatter occurred around the edge of the bd vacutainer® winged safety push blood collection set tubing and got into the employee's eyes, which required medical intervention by washing them out. The following information was provided by the initial reporter: "the customer stated that there was 3 separate incidents of leakage around the edge of the tubing. Batch 8344559 / material 367342 was used in all 3 incidents. 2 patient involved incidents on (B)(6). No exposure, no patient identifiers. 1 patient involved incident on (B)(6). Employee exposure to the eyes. Medical intervention: washing of the eyes. Patient identifier: 40 year old female."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood splatter occurred around the edge of the bd vacutainer® winged safety push blood collection set tubing and got into the employee's eyes, which required medical intervention by washing them out. The following information was provided by the initial reporter: "the customer stated that there was 3 separate incidents of leakage around the edge of the tubing. Batch 8344559 / material 367342 was used in all 3 incidents. 2 patient involved incidents on (B)(6). No exposure, no patient identifiers. 1 patient involved incident on (B)(6). Employee exposure to the eyes. Medical intervention: washing of the eyes. Patient identifier: (B)(6) year old female."